Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# 0210155952, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The lead was rejected at the time of implant due to high impedances. Impedance testing was performed and found impedances "<10000" ohms on electrodes 1, 4, 5, 6, and 7. The operating physician repositioned the end of the lead into different slots on the multi-lead trialing cable (mltc), changed the slot from electrodes 0-7 to 8-15 on the eternal neurostimulator (ens), and changed the multi-lead trialing cable (mltc) with "similar" results each time and "sometimes the measurement of the impedances was out of range for all poles." The lead was then pulled out of the patient and the contacts and lead were cleaned. The lead was repositioned in the patient, with "no particular change." It was noted that when the impedances of some electrodes were in range (still around 2000 ohms) the patient perceived paresthesia, but with varied intensity without any substantial changes in programming. The patient's lead was removed and was not re-implanted as a result of the issues. There were no back-up leads to implant at the time of the procedure, so the lead was not replaced at that time. The patient was "doing well" following the procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the lead found no anomaly. The returned lead was attached to a known good screening cable. The distal end of the lead was placed into a 0.9% saline solution. Using a physician programmer to communicate with an external neurostimulator that was connected to the screening cable, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.